Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported by the sales rep that during a colectomy, the doctors were using a psee60a and six gst60b reloads. The doctors were resectioning the colon and stapled multiple times. Some of the staples were sticking straight up. The doctor was concerned those staples could tear the small bowel. One doctor thought it was because of multiple times they stapled and the staples could have crossed or migrated up. The doctors removed the malformed staples. Photos of the staples have been included. There were no patient consequences reported. No devices will be returned. This is all the information known/available regarding this event. Was surgery delayed due to the reported event? No, action taken when event occurred? The physicians removed the malformed staples, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/outcome/consequences; no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study; unknown, ip-00452919. Device property of none, device in possession of none, ip-00452920. Device property of one, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
(B)(4). Photographic analysis: two photos were provided; both pictures show tissue. One unformed staple leg can be seen and one proper formed staple. Based on the condition of the unformed staple noted, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.